Manufacturer narrative:
Device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd edta tubes experienced tube push off non-patient end needle during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Verbiage received: hello, issue was both the edta and the gold top serum tubes. They wouldn't stay on without holding them in place. This happened both times I use the trial butterfly.